Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the plunger during use. The following information was provided by the initial reporter, translated from french to english: "syringe leakage at the plunger when sampling a cytotoxic vial.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip leaked past the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe leakage at the plunger when sampling a cytotoxic vial."